Manufacturer narrative:
From the department of cardiology, pulmonology, hypertension, and nephrology, ehime university graduate school of medicine, shitsukawa, toon, japan. Section a: patient information was requested but not yet provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that a man in their 30s with bilateral leg edema and diarrhea was admitted to the hospital. Nine years earlier, the patient had been diagnosed with arrhythmogenic right ventricular cardiomyopathy (arvc) following ventricular tachycardia, which necessitated an implantable cardioverter-defibrillator (ICD). Two years before admission, they developed persistent bilateral leg edema and diarrhea, resulting in four hospitalizations and dependence on inotropic agents. Physical examination revealed jugular venous distension with no anemia or jaundice. Lung and heart sounds were normal on auscultation. Abdominal examination revealed ascites, and bilateral leg edema was observed. Laboratory tests revealed a prothrombin time of 12.7 s (prothrombin time - international normalized ratio "[pt-inr]": 1.06), albumin level of 1.8 g/dl, creatinine level of 1.00 mg/dl, estimated glomerular filtration rate of 71 ml/min/1.73 m2, ammonia level of 25 ¿g/dl, cholinesterase level of 118 iu/l, and b-type natriuretic peptide level of 134 pg/ml. Transthoracic echocardiography (tte) showed a left ventricular end-diastolic dimension (lvedd) of 37 mm and a left ventricular ejection fraction of 61%. Severe right ventricular dilation and significant tricuspid regurgitation were also observed. Abdominal ultrasonography confirmed ascites with no liver atrophy or solid lesions. Right heart catheterization under dobutamine infusion (3g/kg/min) showed a blood pressure of 102/67 mm hg (mean 78 mm hg), right atrial pressure of 17 mm hg, pulmonary artery pressures of 26/15 mm hg (mean 21 mm hg), pulmonary capillary wedge pressure of 15 mm hg, and a cardiac index of 2.1 l/min/m2. Although they were placed on the heart transplant waiting list with inotropic support, progressive organ failure developed after 6 months, with serum creatinine levels exceeding 2.7 mg/dl despite escalating therapy; reliance on inotropic agents alone was deemed unfeasible. Their tricuspid annular plane systolic excursion (tapse) was 4.5 mm before the decision for right ventricular assist device (rvad) implantation. Following a multidisciplinary heart team discussion, an rvad was implanted. First, a median sternotomy was performed, and cardiopulmonary bypass was established via arterial cannulation of the ascending aorta and venous cannulation of the superior and inferior vena cava. Right ventricular apical drainage and pulmonary artery outflow for the rvad were established, and maximal resection of trabecular muscle from the right ventricle was performed. A 1 cm spacer was attached to the apical cuff, and the heartmate 3 device was implanted in the left thoracic cavity. Considering the anatomical peculiarities of the patient, the most suitable site for pump placement was the left thoracic cavity. Although intraperitoneal or abdominal wall placement was considered, left thoracic positioning enabled better inflow cannula alignment and maintained an appropriate distance from the interventricular septum. Additional banding was applied to the outflow graft under pulmonary artery pressure monitoring, with precise tapering to ensure smooth flow. Preoperative pulmonary regurgitation was trivial, and no intervention on the pulmonary valve was required. The cardiopulmonary bypass time was 123 min. Because of an increased pacing threshold in the existing ICD; external pacing was initiated. An impella device was prepared as a contingency for potential left heart failure but was ultimately not required. After discharge from the intensive care unit, the patient¿s left ventricular end-diastolic diameter was 37 mm (below the normal value). To maintain cardiac output, we targeted a heart rate of 90 beats/min. The rvad rotational speed was adjusted under continuous monitoring with echocardiography, right atrial pressure via a pulmonary artery catheter, and left ventricular end-diastolic pressure (lvedp) via a pigtail catheter. Because of the risk of catheter entrapment, the pulmonary artery catheter was not advanced into the right ventricle. The final pump speed was set at the point where the lvedp showed the minimal increase during adjustment. Postoperatively, with the rvad speed set at 4,600 rpm, the lvedd increased to 41 mm, lvesd increased to 30 mm, and left ventricular ejection fraction improved to 51% (teichholz method). The marked right ventricular dilatation also improved, and the d-shape was no longer observed. Because of the rvad, echocardiographic assessment from the apical view was challenging, and parameters such as tapse and tricuspid valve s¿ velocity could not be obtained. During invasive hemodynamic assessment, with a blood pressure of 108/63 mm hg, the central venous pressure (cvp) was 11 mm hg, and the lvedp was 18 mm hg. Anticoagulation therapy with the heartmate 3 is targeted to maintain a prothrombin time¿international normalized ratio of 2.0¿2.5. Chest x-ray imaging revealed the placement of the ICD in the left thoracic region with an epicardial lead and the rvad in the left thoracic cavity. After rvad implantation, the patient was able to discontinue inotropic agents. However, pulmonary insufficiency (pi) gradually worsened and was now severe, persisting throughout the cardiac cycle. One year after implantation, the patient continued to be managed with gradual increases in pump speed.